Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the corrective action #. Correction: h9 a corrective action # was inadvertently reported. Based on the provided details, there is not a correction action for this complaint to report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue on auxiliary channel and the control body. There was no patient involvement.